Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the extension set was cracked but not leaking while connected to the patient's IV access. The extension set was replaced. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a crack was confirmed. Visual inspection showed a crack on the t-connector spin lock collar that ran perpendicular to the direction of the fluid flow. Dimensional testing found that the male luer tip of the t-connector was within the required specification. The root cause of the crack on the extension set was not identified.